Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the full lead was returned for analysis and no anomalies were found.

Event description:
It was reported that during the implant procedure, the helix never extended out of the sleeve when needed. The lead was removed and a new one was implanted. No patient complications have been reported as a result of this event.